Event description:
It was reported that the patient was experiencing ineffective stimulation on the l4 lead. The patient did report falls. Surgical intervention was undertaken wherein the lead was replaced and therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
It was reported to abbott a patient¿s therapy was ineffective. Surgery took place where the lead and ipg were replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returning for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.